Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced and initially inflated at 6 atmospheres (atm). However, during the second inflation at 8 atm, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.